Event description:
This rv lead was explanted due to complete failure to sense, noise, impedance greater than 4000, and inappropriate shock due to lead failure. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. A proximal and distal fragment were returned for analysis. A medial fragment (approximately 11 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed approximately between 42 cm and 41 cm proximal to the lead tip that the insulation was found abraded through. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.